Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the ease-it transfemoral clinical trial study through the european edwards affiliate, during the transfemoral tavr procedure, while the operator was pushing the valve through the expandable sheath, the esheath ¿kinked.¿ all devices were removed. The same valve was used again with a new esheath. The patient, however, suffered an injury at the iliac artery and needed surgical intervention.

Manufacturer narrative:
Additional information provided indicated part of the vessel had to be replaced with a gore-tex-graft. The patient had calcified pelvis vessels but no relevant stenosis. The patient expired pod16 due to their comorbidities, unrelated to the vessel injury. The esheath was not returned to edwards for evaluation. Kinked sheath complaints have been previously investigated by edwards and documented in a technical written by edwards lifesciences. All relevant historical complaint data and the summary of the associated engineering evaluations performed from january 2010 through july 2012 are aggregated in this technical summary. Complaint history of kinked sheath complaints revealed no devices with manufacturing non-conformities that could have contributed to the reported complaint. This technical summary outlines the current mitigations on the manufacturing floor (i.e. (Visual/ dimensional inspections and functional evaluations) and in IFU and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that sheath kinks occurring during use in the patient have historically had a root cause related to patient factors (peripheral vessel tortuosity/calcification) and/or procedural factors rather than device factors. The IFU and the thv training manual instructs on procedural considerations for sheath insertion with regards to proper screening and contraindications. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary writing by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, the patient's vessel characteristics were not provided and a definitive root cause for the kink and subsequent femoral artery injury was unable to be determined. Available information, however, suggests that the patient's vessel tortuosity and/or calcification and/or device manipulation may have contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.